Event description:
It was reported that this lead and associated pacemaker recorded atrial tachy response (atr) episodes with evidence of inappropriate mode switch due to oversensing. (B)(6) reviewed the episodes and explained that the device was sensing two components of the atrial signal, which counted towards the atr mode switch. (B)(6) provided troubleshooting steps and recommended an in-clinic assessment of the lead function and consideration of blanking or sensitivity programming changes. The lead remains in service and no adverse patient effects have been reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).